Event description:
The customer reported that he missed an anti-e with biotestcell-p3 when testing on tango optimo. The patient sample that had caused (B)(6) test results was sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory retested the patient sample and could confirm the customer´s result. The patient sample was also tested in the gel method and yielded a (B)(6) reaction. Furthermore the patient sample was tested in the 3-phase tube technique and yielded a (B)(6) reaction only at incubation at room temperature. Additionally, the patient sample was tested with the enhancement of enzyme (bromelain) in tube and with the enhancement of polyethylene glycol (peg). In both methods the patient sample yielded a (B)(6) reaction. The complaint sample was also tested with different samples and controls. All positive and (B)(6) reactions were correct. We did not observe any (B)(6) reactions. All test results confirm the weakness of the missed antibody. There is a reference in the instruction for use to this effect: ¿negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies¿. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident.